Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved te issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This patient is implanted with two scs systems and this reports details the cervical system only. It was reported, the patient is experiencing difficulty recharging her cervical system ipg. The patient is no longer receiving stimulation. Follow up information identified the ipg was unable to communicate with the charging system. The patient programmer displays an error code. The patient successfully recharged approximately two weeks ago. In addition, the patient reports, she has gained weight. An x-ray was ordered and did not show any anomalies. Surgical intervention is pending to address this issue.